Event description:
It was reported that the pump battery would not charge, despite using a tandem charging cable and attempting various troubleshooting steps, such as different wall outlets and adapters. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, instructing the customer to allow the battery to deplete before transport and to return the problematic pump using a pre-paid label and return box. A replacement pump was provided to ensure continuous insulin delivery.